Event description:
On 26-jul-2025, the user¿s son reported that they were unable to engage the touchscreen on the ilet and could not unlock or enter the limited access code. A replacement ilet was arranged. Blood glucose (bg) was not affected.